Event description:
It was reported that during an unspecified surgical procedure, the handpiece device activated when its trigger was pressed but did not stop when the trigger was released. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: d3, g1, g8: manufacturer name, and manufacturer address corrected. G8: correction: manufacturer report number: 8030965-2025-00661.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary: the device was functionally / visually tested according to the diagnostic assessment. The described failure by the customer was not confirmed. The device was visually inspected as received from the customer. It was found that the device passed all visual inspections. The device failed following inspection criteria¿s during the assesment: operation assessment: uut impacts with the top trigger, the bottom trigger, and the reverse button: fail the device was visually and functionally assessed, during the assessment it was found that the device kept impacting after the trigger was released. During the investigation no defect could be found. No root cause can be determined since no defect was found during assessment by supplier. It cannot be determined why the device kept impacting during initial testing. As part of anspach quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.